Event description:
During set up for cardiopulmonary bypass procedure, it was reported that the bubble detector module of a heart lung console did not turn on properly. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.